Manufacturer narrative:
The actual device was tested by the service provider on (B)(6) 2019. The pump passed the air in line alarm test. No false or constant air-in-line alarm was present during testing. The pump met all specifications as intended. The reported issue was not confirmed.

Event description:
On 11/23/2020, a distributor of zyno medical reported a complaint. A technician found pump (B)(4) had air in line issues during a field preventative maintenance on (B)(6) 2019. There was no patient involvement. No medication was being infused. The device operator was the technician.